Event description:
Caller states that she had essure coils placed during an outpatient surgery in 2009; since placement the caller reports having 3 pregnancies and 2 abortions. Caller states that she is currently pregnant and has experienced intense abdominal pain and cramping, low blood pressure and irregular heartbeats. Caller is concerned that these pregnancies are harmful for her body and the abortions have caused her emotional anguish.